Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device detached, penetrated and perforated the anterior surface of bowel. The patient was returned to the hospital. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Pro-tack had become detached and penetrated and made perforation onto anterior surface of bowel. Patient returned to theatre for reoperation. (B)(4)..